Event description:
It was reported that during the implant attempt, the leads would not sense appropriately, there were sub-optimal pacing thresholds, and the problems may have been due to the patient's anatomy. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).